Manufacturer narrative:
Device evaluation: the device was removed from the packaging and visually inspected. The distal flushing tool was returned in the proximal section of the distal assembly. No anomalies were noted with the distal assembly. Biological debris was noted within the housing. The cutter was advanced past the cutter window, only the cutter blank was visible within the cutter window. The hawkone device was connected to a cutter driver from the lab. The torque shaft was straightened by hand and the cutter driver was powered on. The thumb switch was retracted, and the cutter was able to be retracted within the cutter window without issue. No anomalies were noted with the cutter. The cutter was then attempted to be advanced within the distal housing; however, the cutter was only able to advance approximately 1.5 cm distal to the cutter window. It should be noted that biological debris was located at the stopping place of the cutter. The distal assembly was flushed/cleaned using the distal flushing tool. However, biological debris remained within the housing. After cleaning/flushing the device with the dft, the cutter was attempted to be advanced again. The cutter advanced approximately 2 cm distal to the cutter window. The distal assembly was soaked in water for 24 hrs. The cutter was attempted to be advanced after soaking; however, the cutter was only able to advance approximately 0.4 cm distal to the cutter window. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a hawkone directional atherectomy system to carry out a procedure on the superficial femoral artery (sfa). The moderately tortuous lesion was severely calcified, fibrous, and had plaque. There was 90% stenosis. The lesion length was the entire artery, which was 5 mm in diameter. A 7 fr non-medtronic sheath was used. A 0.014" spider embolic protection was used. The vessel was not pre-dilated and was post-dilated. The IFU was followed during preparation and procedure. It was reported that the cutting positioning lever (thumb switch) was jammed and would not advance to pack. It was not possible to turn off the thumbswitch. The cutter did not return back into the housing during withdrawal from the patient. No deformation was noticed in the cutter. The device was safely removed from the patient. Another hawkone, ballooned with a 5 mm, retrieved spider was used to complete the procedure. No patient injury was reported.